Event description:
A 2.5 mm diameter x 8 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. It was reported that the pt was experiencing a heart attack condition at the time of procedure. The vessel morphology was reported to be calcified. The physician had difficult time getting balloons down to pre-dilate and ended-up using a rotablator device prior to and post completion of pre-dilation. The physician attempted to advance the 2.5 x 8 endeavor stent but could not get the stent to cross the lesion and the stent came off the balloon. The dislodged stent was deployed against the vessel wall in the proximal portion of the rca. The physician attempted to advance a 3.0 x 18 endeavor stent but it dislodged and came off the balloon and was never retrieved (see MFR # 2953200-2008-00420). The pt was reported to be fine.

Manufacturer narrative:
Evaluation: results: lack of info ( device not returned, no cds, films or operative reports were provided). Pt's condition affected effectiveness of device (difficult vessel). Inherent risk of procedure (embolism/device). Evaluation: conclusion: lack of info ( device not returned, no cds, films or operative reports were provided). (Required secondary intervention).